Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lead migration with the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device. The patient developed new onset weakness, walking difficulty, immobility, loss of balance, and was unable to get out of bed. The patient went to the emergency room for new onset weakness and was hospitalized for observation. Threshold testing was performed on both leads, and the patient felt light paresthesia at 3ma and 5ma. Recent magnetic resonance imaging (MRI) was reviewed, and it was determined that one of the leads had migrated but was not in the intrathecal space. The patient reported that the new onset weakness symptoms were improving. No additional procedures are planned at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.